Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the #8 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #8 key will occur following the selected key's function (e.g. Numerically, when the #1 key is pressed, 18 will be displayed, alphabetically: when the "abc" key is pressed, av will be displayed interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter is continuing to investigate the reported event.

Event description:
It was reported that keys v and a do not work on a pump keypad. It was also reported that there was no pt injury.